Event description:
Product was returned as an implant failure because of bone condition. Doctor stated "bone was lost around implant within 1 month of crown delivery." Based on the report, the patient had good oral hygiene and good bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location #14. Puros allograft bone material was used. Single prosthetic attachment. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was reported as recovered with no complications.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.